Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified juggerknot inserter is without the sutures and the cap. The reporting is confirmed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information available at the time of this reporting.

Manufacturer narrative:
(B)(4). Multiple MDR's were filed for this event. Please see associated report(s): 0001825034 - 2019 - 02236. (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported that during the surgery, the anchor didn't detach from the inserter after the surgeon inserted it in the patient's burr hole. Therefore, the surgeon pulled the inserter for retaining the anchor in the patient's burr hole, but the anchor didn't detach from the inserter and came off from the patient's burr hole. No further information provided.